Event description:
It was reported by the pt that the pt received an implant in (B)(6) 2008 and is experiencing pain, stiffness, labored walking, instability, and the knee giving out. Revision surgery is scheduled for (B)(6) 2013.

Manufacturer narrative:
This report will be amended when our investigation is complete.